Manufacturer narrative:
Product complaint # (B)(4). Evaluation: one opened box with eighteen unopened samples of product code 1824, lot mcm755 was received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing / packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements and the reported complaint could not be replicated. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle has pulled away from the suture and was in patient nose during procedure. They located the needle and removed it. No reported patient consequences.